Event description:
It was reported that the customer's batteries were not lasting for a long time in the insulin pump. The customer stated that this issue had lasted for a month. The customer's blood glucose was around 130 mg/dl. Troubleshooting was done. Advised that a new battery cap would be sent and to call back if the issue occurred again. The customer also mentioned a blank display. Troubleshooting for the blank display was done. Advised to replace the battery cap as soon as possible. The customer also mentioned that the insulin pump was vibrating for every alarm when the customer did not set the insulin pump to vibrate. Advised customer to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.